Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during peritoneal dialysis, the patient found a crack on the catheter at the titanium connector end (adapter) at home. The catheter was removed. The patient received preventive antibiotics treatment after being implanted with a new catheter. There was no reported patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted no abnormalities or cracks. Pmv performed functional testing which included submerging the catheter into a water bath. The end was clamped, and a syringe was used to inject air to observe leakage. No air bubbles were present. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during peritoneal dialysis, the patient found a crack on the catheter at the titanium connector end (adapter) at home. The catheter was not removed but the defective part was cut off. It was stated that the patient received preventive antibiotics treatment, cefa 1gm for three days. The catheter was implanted. Povidone-iodine was the cleaning agent used prior to dressing the placement area and it was reported that the patient was responsible for the catheter maintenance. There was no reported patient injury.